Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). A partial UDI is being reported because the lot number was not provided. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 7f sheath prior to aortic stent graft procedure. Reportedly, the foot plate would not close after suture deployment due to heavy plaque at the access site. The device was removed with force resulting in the vessel being lacerated. The sheath was upsized to 12f and to 17f and the aortic stent graft procedure was completed. Hemostasis was surgically achieved. There was a clinically significant delay in the procedure due to the surgical closure of the artery. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.